Event description:
A communication problem was reported. It was suspected that the ins was overdischarged. The patient was unable to recharge the ins. The reposition antenna screen kept displaying. The patient was unable to get the screen where the squares come up. The patient inquired that if the ins was dead, could it be recharged again. The patient has not recharged the device for the past 6-8 months because it did not seem to be working. The ins worked perfectly for the first 2.5 weeks of implant. One night at the end of (B)(6) 2011 the patient went to bed and in the morning it did not work. The patient had to go 4 times to lexington which was a 200 mile trip. A company representative was there and could not get the device to work right, the doctor did not seem to care about it. Since the device did not work the patient went to her family doctor and she was prescribed pain medication of oxycodone which helped somewhat but last week she got so bad she could not stand up. The patient attempted to go to her family doctor this morning but had to turn around because the road were so bad. The patient programmer was not working and showed the ins was dead. Additional information has been requested.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger. Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).